Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test. No anomaly display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer remove the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.